Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.0869 inches. No unexpected insulin flow blocked alarm or no under delivery anomaly noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the they experienced high blood glucose and insulin pump had under delivery. The customer blood glucose level was 32.9 mmol/l at the time of incident. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump had insulin flow block alarm. The customer treated with the needle. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Based on customer report customer does allege pump was under delivering because he changed infusion set twice. The insulin pump will not be returned for analysis.